Manufacturer narrative:
The neoblue user manual provides operating instructions to check the intensity of the light using a radiometer per the institution's procedure. The user manual also provides instructions for a qualified technician to test the intensity levels and readjust the intensity by adjusting potentiometers to achieve the desired output if required. Checking the intensity before each use is also recommended. The neoblue light intensity is factory calibrated to deliver 35 microwatts/cm2/nm at the "high" setting and 15 microwatts/cm2/nm at the "low" setting at a distance of 12 inches. This was troubleshot over the phone with customer. Device was returned to spec. Investigation is final.

Event description:
The customer called natus on (B)(6) 2017 to report that their neoblue 3 led light intensity was low when measured with the natus radiometer. Natus technical service confirmed that there was no death/serious injury, delay in treatment, or environmental/safety concerns.